Manufacturer narrative:
The insulin pump recognized a load when there is no load in the reservoir compartment and had excessive no delivery alarms due to a faulty force sensor resistor. The pump was received with a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer's blood glucose was 247 mg/dl.